Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a "non-working pump. There was no indication that the product caused or contributed to an adverse event. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of an unspecified pump malfunction.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/09/2016 with the following findings: a review of the pump¿s black box and alarm history showed show no activity outside of normal use. During testing, the pump ez-prime steps were performed successfully and the pump was exercised for 24 hours; the pump reflected 24u after a 24 hour on 1u/hr duration test. The complaint of the pump ¿not working¿ was not duplicated during investigation. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.